Manufacturer narrative:
The device analysis was complete on july 10, 2015. Suppl the product analysis for bur 1884070rtd tap diamond 70dg 4mm 30k found evidence of biological contaminants (based on the reactivity with hydrogen peroxide). The distal tip and spiral wrap did not appear to be damaged. Irrigation tubing was successfully and firmly attached to the irrigation barb on the bur hub. Exccessive biological contamination blocked the irrigation ports at the distal tip of the bur outer tube thus preventing a test of irrigation flow. The irrigation port blockage was most likely due to operation of the bur without irrigation flowing. The instructions for use of the product advise users to, "use adequate irrigation from a separate user-provided irrigating source. The use of an accessory without irrigation may cause an inordinate amount of heat buildup resulting in thermal injury to tissue". Method: actual device evaluated, visual inspection, microscopic inspection, labeling evaluation. Results: operational problem, thermal problem. Conclusion: use error caused or contributed to event.

Event description:
The sales rep stated that during a procedure, the bur (1884070rtd) was being used with an m5 handpiece, and the irrigation tubing (that came from another handpiece used just prior to this one in the same procedure) kept falling off. The surgeon began to drill and the bur / m5 started to smoke within 1 minute. They discovered the irrigation had detached because the anesthesiologist noticed something was splashing on him. Heather reported the patient was not harmed or impacted. The surgeon was able to open a new irrigation set and continue with the case.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: microdebrider 1899200 m5 rohs; 510k: k081277; serial # (B)(4); lot# 208769447; MFR date: 2014-09-22. (B)(4). The product analysis of the diamond bur (bur 1884070rtd tap diamond 70dg 4mm 30k) has not started at this time. The m5 handpiece (microdebrider 1899200 m5 rohs, concomitant device) is not being returned by the facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.